Event description:
I drew up propofol to put on a syringe pump. Before putting syringe on the pump, I noticed drug leaking between the barrel and the black syringe plunger (black rubber). The rn also stated that there has been two other incidents since this.